Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1410401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU) , the safety adn effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00568 for the first device.

Event description:
The following information was reported: a pre-procedure angiogram revealed presence of pvd. Balloon lost pressure and deflated after the first stop and pulled through the sheath. A second device was used then with a buddywire technique. The second device also failed. The balloon held pressure during prep and the physician saw the inflation indicator pop up. The device pressure went noticeably down when the device was pulled out of the sheath during the first stop. The patient was converted to manual compression for less than 30 minutes with no complications. The patient was hospitalized for reasons unrelated to the mynx device/procedure and discharged on (B)(6) 2014. The patient had history of cad and pvd. Procedure: interventional coronary. Stick location: common femoral artery. Vessel size: 6mm.